Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate follow-up-report.

Event description:
It was reported hat the screen completely froze and no buttons were operational, an error message on the top of the device ¿gas + vent fail¿ appeared. No injury reported.

Event description:
It was reported hat the screen completely froze and no buttons were operational, an error message on the top of the device ¿gas + vent fail¿ appeared. No injury reported.

Manufacturer narrative:
According to the provided information a communication problem of the pba vgc cpu seems likely. In this case the device initiates an emergency shutdown of automatic ventilation and posts corresponding alarms. Monitoring and manual ventilation remains possible in this state. The general issue is known from earlier occurrences of the same phenomenon. Intensive evaluation of the provided information and testing of concerned materials did not result in any finding. The fact that the involved pcb is used in another functional unit of the entire device without showing similar symptoms makes a design problem rather unlikely. A reasonable explanation would be emc disturbances beyond the immunity barriers of the workstation which is compliant to iec 60601-1-2. Therefore, it is recommended that the conditions at the user facility should be checked to prevent from emc disturbance. The number of similar cases, related to the same phenomenon, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable. The vgc cpu was replaced on site. The device has no UDI as an UDI was not required at the time the device was manufactured.